Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As received, one of the collets was correctly in position while the other collet was detached. There was no anomaly seen on the collet or the pin connector. The collet may have likely fallen off during contact with the pin connector at implant. In conclusion, analysis confirmed the catheter pin connector collet was detached and/or missing.

Event description:
It was reported that, during procedure, the collet on one side of the catheter connector ¿was not sticked to the catheter connector. By lifting out of the package, the collet was falling down.¿ the product was never implanted, and a replacement company product was used. No diagnostic testing or troubleshooting was performed, as it was deemed ¿not required.¿ there were no patient symptoms or complications associated with the event. The product issue was not resolved, nor was the cause of the issue determined. The patient¿s medical history was unknown, and the patient¿s status as of the time of the report was ¿alive ¿ no injury.¿ the pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4). Product type catheter. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.